Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that patient fell on the (B)(6) prior to the report and believed that the lead had moved since then. They believed this because they had problems ever since, including no improvement. It was noted that a rep had changed programs several times with no improvement. It was unknown if the issue was resolved at the time of the report. There were no further complications reported or anticipated.